Event description:
Covidien formerly tyco healthcare received a call stating that the customer wanted to send the unit in for evaluation. During service in 2008, service site found the unit to not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
Unit was sent to manufacturing site for further investigation.